Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse re-calibrated the set-up structure (sus) column in diagnostic test engineer (dte) as field replacement unit (fru) and it resolved all the issues. The system was tested and verified as ready for use. The complaint regarding recoverable fault was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The probable root cause of the alleged recoverable fault cannot be determined based on the information provided and fse's field evaluation. The fse re-calibrated the sus column in dte as fru and it resolved all the issues. Fse's service visit did not reveal any issues related to the customer reported event. This complaint is being reported due to the following conclusion: the customer converted to another dv system after the start of the procedure due to a recoverable fault. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) a repeated recoverable fault occurred. The isi tse reviewed the logs and found 23008 error on the set up structure (sus) axis 1. The tse assisted the customer through 2 hard power cycles of the patient side cart (psc). The tse advised another psc could be utilized. The customer confirmed another psc was available and that system powered on without issue and the customer continued with the setup for the procedure. The site was completing the procedure with another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the davinci coordinator confirmed the issue was identified prior to starting, post-anesthesia with ports placed. The system functionality was checked upon powering on the system. The system did initially power on without errors. Troubleshooting was done by technical support. The customer resolved the issue by using another system. As the case was completed by converting to another dv system with no harm reported to the patient.